Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However a review of the error logs revealed a failure did occur. The device was calibrated, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and stopped mechanical ventilation during a case. The unit was restarted and the case was able to continue. There was no report of patient injury.